Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the basket was intubated into the bile duct several times, and stones were able to be removed. However, during the final intubation attempt the sidecar rx was found to have approximately 5mm of pushback. No other damage was visible. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket was intubated into the bile duct several times, and stones were able to be removed. However, during the final intubation attempt the sidecar rx was found to have approximately 5mm of pushback. No other damage was visible. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient ID, age, and weight are unknown. The patient was reported to be over the age of 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that guidewire lumen (sidecar) presented push-back and residue was present on the device, indicating use. Functionally, the basket was unable to be extended due to residue found in the device. The condition of the returned incident device was consistent with the complaint that the device presented sidecar rx pushback. During manufacturing, the devices are 100% inspected for device integrity. Additionally, per the event description the user noted the pushback occurred after several passes into the bile duct. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.